Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Multiple attempts to obtain additional information were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. The information provided indicated the patient had significant vascular issues, including venous stenosis, and the insertion was technically challenging. Additional catheter manipulation was required once the catheter was inserted. It is most likely that the manipulation resulted in the catheter fracture. The instructions for use (IFU) includes the following warnings/potential complications: do not insert catheter into thrombosed vessels. Do not advance the guidewire or catheter if unusual resistance is encountered. Misc complications: catheter breakage.

Event description:
Patient with significant vascular issues-tight superior vena cava (svc) stenosis in addition to thrombus with the svc and upper central thoracic veins. Patient required new dialysis catheter. Ir teams proceeded with upper central venous thrombectomy using the existing left internal jugular central venous catheter as access followed by insertion of new dialysis lines via the same route. Thrombectomy and venoplasty were performed with a reasonable technical result. Tesio line insertion was technically challenging. Ultimately, a dialysis catheter was successfully inserted following a prolonged procedure. However, one limb of the catheter required intra-procedural exchange due to kinking. During the exchange the catheter fractured. This was not immediately recognized during the procedure but was identified incidentally on a chest x-ray performed 3 days later. The fractured catheter segment had migrated between the right atrium and inferior vena cava. The fragment was retrieved via endovascular approach the following day. The procedure was successful with uncomplicated extraction of the fractured line.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.